Event description:
It was reported there was a pump leakage. Approximately, 2 weeks ago the pump was refilled as usual. After the refill it was determined no medication flowed back from the pump and also not from the pocket. The pump was explanted. The patient symptoms or complications associated with the event were unknown. The patient status at the time of the report was ¿alive ¿ no injury.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported the pump was filled with morphine with a concentration of 2 milligrams per milliliter just before the event. A fter the event the health care professional (hcp) refilled the pump with isotonic saline. The patient complained about increased pain without the intrathecal morphine therapy. The patient was fine at the date of the report and received a new pump.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump was not within a serial number range that could produce a septum leak if the needle was inserted at the edge of reservoir fill port and deflected off into the chamber area. A test was performed with a needle inserted at the edge of the reservoir fill port otherwise known as the septum and deflected off of the chamber area and no leak was detected. Visual inspection of the septum also did not reveal any anomalies. During testing the pump septum was monitored for leakage and none was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.